Event description:
The patient had full revision surgery due to the high impedance. The explanted products were not returned by the hospital. No further relevant information has been received to date.

Event description:
It was reported that the patient's device had high impedance. The patient fell about a month prior, and she started having an increase in seizures. The patient also reported that she could not feel magnet stimulation any more. The patient was seen at two different office visits, and high impedance was seen at both. The patient's device was programmed off, and x-rays were taken. The x-rays were reviewed, and a gross lead fracture was identified in the lead wires, which was most likely the cause of the high impedance. The patient was referred for surgery to correct the high impedance. No surgical intervention has occurred to date.